Event description:
It was reported that stent was dislodged which occurred outside the patient. The 90% stenosed target lesion was located in the mildly calcified renal vein. An 8.0x30x135cm express ld vascular was selected for use. During preparation for the procedure, when the stent was being unpacked and removed from the holder, the stent was separated from the balloon. The procedure was completed with a different device. There were no patient complications as a result of this event.